Event description:
Patient presented with clot located in the middle cerebral artery (mca). When the physician was pulling back the trevo pro device, it got caught into a carotid stent and the stent broke off inside the carotid stent, in the right carotid. Patient was said to be doing good post procedure.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
As the device was not returned for analysis, a definitive root cause cannot be assigned. Since the reported event occurred during the procedure, it appears that procedural factors limited the device performance. Therefore, operational context is the most likely cause of the reported event.

Event description:
Patient presented with clot located in the middle cerebral artery (mca). When the physician was pulling back the trevo pro device, it got caught into a carotid stent and the stent broke off inside the carotid stent, in the right carotid. Patient was said to be doing good post procedure.